Event description:
The customer reported error messages 5209 (sample z2 mtr comm bad state) and zip 5v supply overload on the alinity s system. No fire or smoke was observed. The ambassador inspected the instrument and noticed a blackened cable in the cicoil cable to the z2 motor. Additionally, the meridian controllers on 6-axis boards were blinking red. The ambassador replaced the damaged sample 2 cicoil cable, resolving the issue. No impact to patient management or user safety was reported.

Manufacturer narrative:
The abbott ambassador performed instrument troubleshooting and noticed a dark discoloration on a cicoil cable. The blackening of a cable in the s-r1 cicoil cable was limited to the cicoil and did not spread to other parts on the instrument. The cable was replaced, and the instrument functioned as intended. An instrument service history review for (B)(6) did not identify any additional instances or contributing factors to the current complaint. A review of complaint and trending data for the s-r1 cicoil cable and the alinity s system regarding the issue did not identify an increase in complaint activity. The device history record was reviewed and did not identify any non-conformances, potential non-conformances or deviations related to the issue described in the current complaint. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity s system, serial number (B)(6), or the s-r1 cicoil cable was identified.